Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of essure device location of device: punctured ovaries"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("miscarriage") and genital haemorrhage ("bleeding") in a 34-year-old female patient (gravida 3, para 1) who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of efficacy/ failure to occlude close fallopian tube(s). The patient's past medical history included parity 1, multigravida and miscarriage. Concurrent conditions included amenorrhea, anemia, ovarian pain, near syncope, ovarian cyst, smoker and social alcohol drinker. Concomitant products included multivitamin since 2010. In 2007, the patient experienced menorrhagia ("abnormal and heavier menstrual bleeding/ abnormal bleeding (menorrhagia)"), depression ("depression"), vaginal haemorrhage ("abnormal (vaginal bleeding)"), weight increased ("weight gain"), micturition urgency ("constant urination and feeling of the need to urinate") and emotional disorder ("very emotional"). In august 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced migraine ("migraines") and headache ("headache"). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and rash ("rashes on her skin"). In 2010, the patient experienced vaginal discharge ("vaginal discharge") and eye disorder ("eye problems"). In 2011, the patient experienced alopecia ("significant hair loss"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, abortion spontaneous (seriousness criterion medically significant) with abdominal pain lower and genital haemorrhage, genital haemorrhage (seriousness criterion medically significant) with uterine haemorrhage, menstrual disorder ("abnormal and heavier menstrual bleeding") with oligomenorrhoea, dysgeusia ("metallic, blood like taste in her mouth"), weight fluctuation ("weight fluctuations"), dyspareunia ("painful intercourse"), uterine leiomyoma ("uterine fibroids"), menopause ("menopause ") with sleep disorder, fatigue and hot flush, insomnia ("difficulty sleeping secondary to pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed in may 2016. At the time of the report, the ovarian perforation, alopecia, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, headache, vaginal discharge, eye disorder, weight increased, micturition urgency and emotional disorder had resolved, the pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, menorrhagia, dysgeusia, migraine, rash, weight fluctuation, dyspareunia, uterine leiomyoma and insomnia outcome was unknown and the menopause had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, depression, dysgeusia, dyspareunia, emotional disorder, eye disorder, genital haemorrhage, headache, insomnia, menopause, menorrhagia, menstrual disorder, micturition urgency, migraine, ovarian perforation, pregnancy with contraceptive device, rash, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2016: occluded tubes on an unspecified date in aug2007, transvaginal ultrasound (tvu), total bilateral occlusion, both fallopian tubes were blocked. (B)(6) 2016, us pelvis: heterogeneous uterine myometrium with no discrete masses. Residual focal rounded area of echogenic tissue in the right ovary, likely sequela of resolved cyst. Adjacent punctate calcification. (B)(6) 2016, final pathologic diagnosis: uterus and cervix, right and left fallopian tubes: cervix ¿ nabothian cysts, squamous metaplasia, mild chronic inflammation. Along the posterior aspect of the myometrium there is an ill-defined nodularity present. On sectioning the myometrium there is a coiled thin wire in the fundal portion of the myometrium. This threadlike wire is embedded in the myometrium, it measures 6 cm in length. Findings: 8 weeks size uterus, 2 cm left simple ovarian cyst, mild adhesions of the bladder to the lus. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: depression, abnormal bleeding (vaginal), bladder problems, urinary problems, headaches, migration of essure device location of device: punctured ovaries, vaginal discharge, eye problems, weight gain, constant urination and feeling of the need to urinate and very emotional. On (B)(6) 2018: fu2 and fu3 were processed together. Concurrent, medical history, laboratory data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer on 13-oct-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 for permanent birth control. Several months after having the essure device implanted, the consumer began experiencing cramping and heavy bleeding. Upon examination, it was determined that she was pregnant; approximately ten weeks, but she was suffering a miscarriage. Following the exam, she was advised to take ibuprofen to help with the cramping and was released to go home. As a result of the miscarriage, she was forced to miss several days from work. In addition to experiencing an unintended pregnancy and subsequent mismanage, several months after having the essure device implanted, the consumer began to experience other symptoms, which included: abnormal and heavier menstrual bleeding; longer menstrual cycles; severe pelvic pain; metallic/blood-like taste in her mouth; migraines; difficulty sleeping secondary to pain; rashes on her skin; weight fluctuation; significant hair loss; painful intercourse; and abdominal cramping when not menstruating. Over the next several years, she complained about these symptoms to her healthcare providers. Due to a significant increase in consumer's pelvic pain, cramping and bleeding, an ultrasound was ordered in (B)(6) 2016, which showed blood clots and uterine fibroids. In (B)(6) 2016, the consumer underwent a hysterectomy with bilateral salpingectomy during which her uterus and fallopian tubes were all removed. To allow time to properly recover from her removal surgery, the doctor did not release the consumer to return to work until almost eight weeks later. Since her removal surgery, consumer's symptoms have mostly resolved. However, she is now also experiencing symptoms associated with menopause, including sleep disturbances, fatigue, and hot flashes. As a result of having to undergo a hysterectomy, she is at a markedly increased risk for, not only a worsening of her current menopausal symptoms, but additional symptoms associated with menopause, including: night sweats; vaginal irritation (dryness/itching); vaginal pain; hypoactive sexual desire disorder osteoporosis, as well as those conditions associated with drugs taken to treat menopausal symptoms, such as cancer, blood clots, and strokes. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, several months after insertion procedure, she became pregnant with a subsequent miscarriage at approximately 10 weeks of gestation. In addition, she reported severe pelvic pain and bleeding (seen as genital hemorrhage). All these reported events but miscarriage are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. In this case, consumer also reported uterine fibroids and menopause which may be plausible alternative explanations for the heavy bleeding and for the pelvic pain. However, based on a positive temporal relationship causality between these events and suspect insert cannot be totally excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether consumer underwent the confirmation test; however, as she reported a pregnancy several months after insertion procedure, causality with suspected insert (device ineffective) cannot be excluded. Regarding the miscarriage, it is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age a time of miscarriage was approximately 10 weeks and thus, given the above mentioned information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert this case was regarded as incident, since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of essure device location of device: punctured ovaries"), ectopic pregnancy with contraceptive device ("pregnant/ pregnancy (ectopic)"), abortion of ectopic pregnancy ("miscarriage") and genital haemorrhage ("bleeding") in a 34-year-old female patient (gravida 3, para 1) who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of efficacy/ failure to occlude close fallopian tube(s)". The patient's past medical history included parity 1, multigravida and miscarriage. Concurrent conditions included amenorrhea, anemia, ovarian pain, near syncope, ovarian cyst, smoker and social alcohol drinker. Concomitant products included multivitamin since 2010. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("abnormal and heavier menstrual bleeding/ abnormal bleeding (menorrhagia)"), depression ("depression"), vaginal haemorrhage ("abnormal (vaginal bleeding)"), weight increased ("weight gain"), micturition urgency ("constant urination and feeling of the need to urinate") and emotional disorder ("very emotional"). In 2008, the patient experienced migraine ("migraines") and headache ("headache"). In 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and rash ("rashes on her skin"). In 2010, the patient experienced vaginal discharge ("vaginal discharge") and eye disorder ("eye problems"). In 2011, the patient experienced alopecia ("significant hair loss"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) with abdominal pain lower and genital haemorrhage, genital haemorrhage (seriousness criteria medically significant and intervention required) with uterine haemorrhage, menstrual disorder ("abnormal and heavier menstrual bleeding") with oligomenorrhoea, dysgeusia ("metallic, blood like taste in her mouth"), weight fluctuation ("weight fluctuations"), dyspareunia ("painful intercourse"), uterine leiomyoma ("uterine fibroids"), menopause ("menopause ") with sleep disorder, fatigue and hot flush, insomnia ("difficulty sleeping secondary to pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy), and surgery (ablation). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the ovarian perforation, alopecia, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, headache, vaginal discharge, eye disorder, weight increased, micturition urgency and emotional disorder had resolved, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menstrual disorder, menorrhagia, dysgeusia, migraine, rash, weight fluctuation, dyspareunia, uterine leiomyoma and insomnia outcome was unknown and the menopause had not resolved. The reporter considered abortion of ectopic pregnancy, alopecia, bladder disorder, depression, dysgeusia, dyspareunia, ectopic pregnancy with contraceptive device, emotional disorder, eye disorder, genital haemorrhage, headache, insomnia, menopause, menorrhagia, menstrual disorder, micturition urgency, migraine, ovarian perforation, rash, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram: on (B)(6) 2016: occluded tubes. On an unspecified date in (B)(6) 2007, transvaginal ultrasound (tvu), total bilateral occlusion, both fallopian tubes were blocked. (B)(6) 2016, us pelvis: heterogeneous uterine myometrium with no discrete masses. Residual focal rounded area of echogenic tissue in the right ovary, likely sequela of resolved cyst. Adjacent punctate calcification. (B)(6) 2016, final pathologic diagnosis: uterus and cervix, right and left fallopian tubes: cervix ¿ nabothian cysts, squamous metaplasia, mild chronic inflammation. Along the posterior aspect of the myometrium there is an ill-defined nodularity present. On sectioning the myometrium there is a coiled thin wire in the fundal portion of the myometrium. This threadlike wire is embedded in the myometrium, it measures 6 cm in length. Findings: 8 weeks size uterus, 2 cm left simple ovarian cyst, mild adhesions of the bladder to the lus. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abnormal uterine bleeding(confirming genital haemorrhage) quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: significant case correction done: event ¿pregnancy¿ updated to ¿pregnancy/pregnancy (ectopic)¿ and coded to ectopic pregnancy with contraceptive device, event ¿miscarriage¿ was updated to loss of ectopic pregnancy¿. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of essure device location of device: punctured ovaries"), ectopic pregnancy with contraceptive device ("pregnant/ pregnancy (ectopic)"), abortion of ectopic pregnancy ("miscarriage") and genital haemorrhage ("bleeding") in a 34-year-old female patient (gravida 3, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of efficacy/ failure to occlude close fallopian tube(s)". The patient's past medical history included parity 1 in 1992, multigravida and miscarriage. Concurrent conditions included amenorrhea, anemia, ovarian pain, near syncope, ovarian cyst, smoker, social alcohol drinker and obesity. Concomitant products included multivitamin since 2010. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("abnormal and heavier menstrual bleeding/ abnormal bleeding (menorrhagia)"), depression ("depression"), vaginal haemorrhage ("abnormal (vaginal bleeding)"), weight increased ("weight gain"), micturition urgency ("constant urination and feeling of the need to urinate") and emotional disorder ("very emotional"). In 2008, the patient experienced migraine ("migraines") and headache ("headache"). In 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and rash ("rashes on her skin/ rash"). In 2010, the patient experienced vaginal discharge ("vaginal discharge") and vision blurred ("eye problems / vision/eye problems (type: blurred vision)"). In 2011, the patient experienced alopecia ("significant hair loss"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) with abdominal pain lower and genital haemorrhage, genital haemorrhage (seriousness criteria medically significant and intervention required) with uterine haemorrhage, menstrual disorder ("abnormal and heavier menstrual bleeding") with oligomenorrhoea, dysgeusia ("metallic, blood like taste in her mouth"), weight fluctuation ("weight fluctuations"), dyspareunia ("painful intercourse"), uterine leiomyoma ("uterine fibroids"), menopause ("menopause ") with sleep disorder, fatigue and hot flush, insomnia ("difficulty sleeping secondary to pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with cortisone, surgery (total laparoscopic hysterectomy, bilateral salpingectomy), surgery (ablation). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the ovarian perforation, alopecia, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, headache, vaginal discharge, vision blurred, weight increased, micturition urgency and emotional disorder had resolved, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menstrual disorder, menorrhagia, dysgeusia, migraine, rash, weight fluctuation, dyspareunia, uterine leiomyoma and insomnia outcome was unknown and the menopause had not resolved. The reporter considered abortion of ectopic pregnancy, alopecia, bladder disorder, depression, dysgeusia, dyspareunia, ectopic pregnancy with contraceptive device, emotional disorder, genital haemorrhage, headache, insomnia, menopause, menorrhagia, menstrual disorder, micturition urgency, migraine, ovarian perforation, rash, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on(B)(6) 2016: occluded tubes. On an unspecified date in (B)(6) 2007, transvaginal ultrasound (tvu), total bilateral occlusion, both fallopian tubes were blocked. (B)(6) 2016, us pelvis: heterogeneous uterine myometrium with no discrete masses. Residual focal rounded area of echogenic tissue in the right ovary, likely sequela of resolved cyst. Adjacent punctate calcification. (B)(6) 2016, final pathologic diagnosis: uterus and cervix, right and left fallopian tubes: cervix ¿ nabothian cysts, squamous metaplasia, mild chronic inflammation. Along the posterior aspect of the myometrium there is an ill-defined nodularity present. On sectioning the myometrium there is a coiled thin wire in the fundal portion of the myometrium. This threadlike wire is embedded in the myometrium, it measures 6 cm in length. Findings: 8 weeks size uterus, 2 cm left simple ovarian cyst, mild adhesions of the bladder to the lus. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abnormal uterine bleeding(confirming genital haemorrhage). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-jun-2018: plaintiff fact sheet received. Event blurred vision was clubbed with previously reported event and recoded to meddra llt blurred vision. Concomitant condition added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 17-nov-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, several months after insertion procedure, she became pregnant with a subsequent miscarriage at approximately 10 weeks of gestation. In addition, she reported severe pelvic pain and bleeding (seen as genital hemorrhage). All these reported events but miscarriage are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. In this case, consumer also reported uterine fibroids and menopause which may be plausible alternative explanations for the heavy bleeding and for the pelvic pain. However, based on a positive temporal relationship causality between these events and suspect insert cannot be totally excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether consumer underwent the confirmation test; however, as she reported a pregnancy several months after insertion procedure, causality with suspected insert (device ineffective) cannot be excluded. Regarding the miscarriage, it is the most common complication of early pregnancy. In this case, the gestational age a time of miscarriage was approximately 10 weeks and thus, considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert this case was regarded as incident, since device removal was required. Other nonserious events were reported. According to technical analysis, a product quality detect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.